Manufacturer narrative:
This report is for an unknown spine plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between (B)(6) 1996 to (B)(6) 2000. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the review of the following journal article: wang, b, liu, g.h., ma, z.m. (2001), early operation with anterior screw-plate system for cervical spine fracture and dislocation, bulletin of hunan medical university, vol. 26 (5), pages 480-482 (china). The aim of this study is to evaluate the function of the cervical spine anterior screw-plate system in the early operation of cervical spine fracture and dislocation. Between july 1996 to april 2000, a total of 115 patients (75 males and 40 females) with an average age of 43 years were included in the study. Of these, 50 patients were implanted with a titanium steel anterior cervical locking plate (ao system). The follow-up period is 4 to 13 months (with an average of 6 months). The following complications were reported as follows: 1 patient had hoarseness caused by recurrent laryngeal nerve traction. 1 patient had a skin infection. This report is for an unknown synthes plates. This is report 1 of 2 for (B)(4).